Manufacturer narrative:
H.6. Investigation: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. A review of the device history record was performed and no quality issues were found during production. Retain samples were tested for leakage and none was found.

Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system experienced leakage. The following information was provided by the initial reporter: nurse performed intravenous puncture according to routine infusion to the patient. After successful puncture, it was found that there was back blood overflow in the root of the indwelling needle catheter, which was immediately removed and replaced with a new indwelling needle for re-puncture.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system experienced leakage. The following information was provided by the initial reporter: nurse performed intravenous puncture according to routine infusion to the patient. After successful puncture, it was found that there was back blood overflow in the root of the indwelling needle catheter, which was immediately removed and replaced with a new indwelling needle for re-puncture.